Event description:
The pt felt no stimulation sensation. The lead was replaced after 9 years of use. Afterward the pt felt stimulation and had pain relief. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.